Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen displayed spots. Reportedly, the customer is unable to view the screen as expected, and the touchscreen appears to be unresponsive. Customer's blood glucose level was 124 mg/dl. Customer stated they will be using back up insulin for insulin therapy.